Event description:
Rptr developed a contact dermatitis on her hands. It was allergic reaction to latex due to wearing gloves in her work as an rn in the hosp. She also has experienced reaction to glue used when new carpeting was placed, plus when latex paint was used. Fumes from formaldehyde on carpeting also caused a reaction.